Manufacturer narrative:
The reportable events of carrier misfired and carrier detachment. Analysis of returned capio slim device revealed that the carrier broke and detached, and due to this condition the functional test could not be performed. The reported complaint "device misfire" cannot be confirmed, since it is not possible to evaluate without functional testing. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, an investigation concluded that the most probable cause for the carrier break issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is in place to address the carrier broken issue.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a cystoscopy and urethroplasty procedure performed on april 8, 2019. According to the complainant, during the procedure, the capio device misfired. The procedure was completed with another capio slim device. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a cystoscopy and urethroplasty procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the capio device misfired. The procedure was completed with another capio slim device. The patient's condition after the procedure was reported to be stable.